Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level, however the exact value was not provided. The customer stated that the pump was not working properly but could not provide additional information. No troubleshooting was performed as the pump has been replaced and the customer no longer has the pump.